Event description:
A customer reported that during vitreoretinal surgery, a system message displayed indicating bubbles in the infusion line. No surgical or patient impact was reported. Additional information has been requested. This is the second of two complaints for this customer.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. A sample was not received for evaluation. However, complaints of a similar nature have exhibited leakage on the weld line between the body and pinch plate. The root cause of the customer's complaint for the cassette's system message code is not know; however, the cause is most likely an incomplete weld between the cassette body and pinch plate. The cassette welding process was enhanced with temporary changes to the equipment have been modified and finalized in manufacturing. This enhancement has demonstrated positive impact in controlling the variability of the welding process. The defect rate post-enhancement is at or below the rate originally observed in process validation and at product launch. The investigation remains ongoing in order to determine and implement long term product and process improvements that will further reduce the rate of occurrence for cassette weld leakage. (B)(4).